Manufacturer narrative:
The other relevant components include: product ID 8709sc, lot# n192955006, implanted: (B)(6) 2009, product type: catheter.

Event description:
The pump was moving closer to the surface of the patient¿s skin. The patient could not find a physician to explant the pump. The patient had not used the pump in 2 years; the patient had not had drug in the pump for 2 years. The patient stopped using the therapy because she ¿just got nervous with having the pump and what would happen if she got in a car accident or if she got punched in the stomach¿. The patient also got nervous using the pump and oral medication, which was another reason that she just decided to stop using the pump. The patient thought that the therapy worked for her pain and she thought her pain was worse since she stopped using the device. The physician that the patient used to work with had retired, so the patient was looking for a new physician to explant the pump. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. The pump was infusing morphine (unknown). Additional information was received from a patient. It was reported that the patient's pump was replaced. No further complications were anticipated/reported.